Manufacturer narrative:
On 8/13/2019, biosense webster inc. Received additional information indicating that the issue occurred during the ablation phase. Resuscitation and drainage were performed simultaneously. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The generator was used in power control mode. No error messages were observed on any bwi equipment during the case. The patient¿s pre-procedure diagnosis was premature "ventricular" contraction. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30188715l number, and no internal action related to the complaint was found during the review. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest requiring cardiopulmonary resuscitation (CPR). During the ablation to the right ventricle outflow tract (rvot) septum cardiac tamponade occurred. After a few minutes, the patient became hypotensive and lost consciousness. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. CPR was also performed for about 20 minutes and the patient recovered consciousness. Hemodynamics was stable, and the patient was transferred to the intensive care unit (ICU) for observation. There¿s no information regarding extended hospitalization or patient¿s outcome. The physician¿s commented that there was no relationship between the occurrence of complications and the product. The ablation was performed from 15 watts to 35 watts. A steam pop occurred at the last timing of ablation. The impedance raised to 250 ohm for about 45 seconds and the smart ablate generator automatically stopped. The contact force was about 20 g on average. The issues of high impedance and steam pop are not MDR reportable events in themselves. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon and the potential that these issues could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.